Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pumps black box data revealed a cs 128 replace battery alarms occurring due to normal discharged replace battery use. There was no evidence of a cs 128- fxxx alarm observed. The original cs 128-fxxx complaint was unable to be duplicated. The ez prime steps were performed correctly and all current readings were within specifications. The pumps cover was removed and there was no intermittent condition found to the power flex. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side. The pump powered on to a dim and discolored display.